Event description:
Infection was reported relative to the subject lead and associated pacemaker. The system was explanted.

Manufacturer narrative:
In the previous submission, the analysis report (in the attachments section) and date received by MFR. Fields were inappropriate. Those sections are updated in the subject submission. (B)(4).

Event description:
Infection was reported relative to the subject lead and associated pacemaker. The system was explanted.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Infection was reported relative to the subject lead and associated pacemaker. The system was explanted.